Manufacturer narrative:
The referenced of the patient's multidrug resistant drive line infection was reported under MFR# 2916596-2019-05298. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2019 with active purulent drainage from previous multidrug resistant drive line infection and drive line site. Wound was cultured showing positive rare pseudomonas and rare escherichia coli. On (B)(6) 2019, the patient underwent debridement of prior drive line tract and upgraded to status 2 for open heart transplant. The patient was actively being treated for drive line infection with IV antibiotics and wound vac up until the time the patient underwent the transplant on (B)(6) 2019. No further information was provided.